Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump delivered at a different rate or volume than programmed. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the observed flow rate error, which was confirmed and reproduced during evaluation. The device underinfused at a maxium of -6% and evaluation determined the cause was the flow calibration values were out of specification.